Event description:
It was reported by the patients spouse that the patient had an "active recall" on their right ventricular (rv) lead and additionally reported the patient is deceased. No other details were provided. Additional information was requested related to the event and was not available nor received.

Manufacturer narrative:
Continuation of d10: dtma1d1, crt-d, implanted on (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.